Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was in the 300's mg/dl range; current bg level was 382 mg/dl. A system check was performed and air bubbles were observed in the infusion set tubing. Reportedly, the customer had filled their cartridge with cold insulin and did not perform the air extraction technique. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.